Event description:
Information received by medtronic indicated that when the catheter was connected to the cryoconsole, system notice message 12211 (the system does not recognize the catheter) was generated. The patient was under general anesthesia and the user was unable to begin the cryoablation procedure; case was aborted.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported issue has been confirmed through testing; the catheter failed the inspection due to a broken tc2 wire in the handle. The catheter failed the performance test due to system notice message 12211 "catheter not recognized." Dissection and electrical continuity showed the tc2 wire was broken under the strain relief in the handle at the soldering point. This failure mode is being monitored and trended as part of monthly return rate metrics for the determination of occurrence level. An internal manufacturing review has been initiated to investigate this failure mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.